Manufacturer narrative:
Batch review performed on 23 august 2019. Lot 115213: (B)(4) items manufactured and released on 17-feb-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director. Femoral component revision surgery performed 4,5 years after cementless total hip arthroplasty in a (B)(6) woman. In the radiographic image provided, radiolucent lines in gruen zones 1 and 7 and signs of stress shielding are visible. The stem looks slightly undersized and probably subsided. The reason of this choice cannot be assessed on the basis of a single pre-revision anteroposterior radiographic projection. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed, 4 years and 8 months after primary surgery, due to pain caused by loosening of the femoral stem. The revision surgery was performed anteriorly. The quadra stem was removed using the explant instrument and osteotomes. The stem was bonded at the tip but the surgeon informed told that it was loose proximally. The surgeon then broached the bone with minimax broaches and implanted a size 3 left minimax stem, with a 32 m ceramic head. Bone graft was also used in the femoral canal. Also the head was revised.